Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when patient presented remote via merlin. Net transmission ventricular oversensing was observed. The patient was seen in-clinic and recommendations were made for the clinician by technical services. Although requested no further information is available at this time.